Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the customer answered ¿yes¿ to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" There was no reported patient impact.